Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported endocrinologist visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 590 mg/dl while wearing the pod between 1 and 4 hours on the arm. Subsequently, patient visited her endocrinologist for assistance. Physician directed patient to administer a bolus of insulin through the pod, however, bg levels "did not drop." Therefore, physician provided fluids via intravenous therapy until bg levels fell to 400 mg/dl. Since physician "did not have any insulin in the office," patient was directed to return home and self administer long acting insulin. Patient went home, removed pod, did as directed, and bg levels reached 122 mg/dl. It should be noted that the patient is now out of pods and was directed to administer long acting insulin until new pods are received.